Event description:
It was reported that during a laparoscopic gastric sleeve procedure on the second firing the staples were formed on the remnant side, but were unformed on the patient side. The staple line was over-sewn. It is not known how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. Photograph. Additional analysis information: the photographic evidence indicates that the inner two rows of staples, second firing, on patient side did not properly deploy and supports the complication described in the event description. However the photograph does not provide evidence relative to what may have caused the incomplete staple deployment. There was some type of staple driver, sled, and cartridge body interference that occurred within the staple cartridge. User error was not a contributing factor. Additional information: on what tissue type was the device used? Gastric. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green or black. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near the end. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. Was there any difficulty removing the device from the tissue? No. The analysis found that one ple60a device was returned in good visual condition and with an ecr60d loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.